Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the provided x-ray was reviewed by a consulting clinician who indicated the undated x-ray confirms the disassociation and deformity of the trunnion but need operative reports, clinical and past medical history, need dated x-rays and examination of explanted components to complete the medical assessment. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown.. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Per sales rep, suspected 36mm head dissociation from stem. To his knowledge the patient hasn't been revised. Surgeon showed him an x-ray that showed head dissociated from stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Per sales rep, suspected 36mm head dissociation from stem. To his knowledge the patient hasn't been revised. Surgeon showed him an x-ray that showed head dissociated from stem.